Manufacturer narrative:
This is the information known at this time. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, it was noted there was loss of capture. Impedance measurements of this right ventricular lead were within normal limits. A revision procedure was performed, the lead was repositioned successfully. Post revision procedure, it was noted a small pericardial effusion that required no intervention. No adverse patient effects were reported.